Manufacturer narrative:
(B)(4).a review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. Sections device info and a 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during fill 2 of 4. The home patient (hp) stated that his transfer set started to leak. He had to get off the machine and go to the clinic. The registered nurse (rn) had to change out the tubing and transfer set from the exit site. The hp stated there was a hole in the patient?s tube and he needed to end therapy and restart. Product surveillance contacted the home patient's nurse and she said that when she changed out the patient's transfer set, she noticed that there was a slice/cut on the tubing of the transfer set. She said the patient had accidentally cut the tubing with a pair of scissors that he had used to cut the tape around the exit site. Since then the patient has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.